Event description:
A volume discrepancy was reported. The expected reservoir volume was 3.3 ml and the actual reservoir was 8ml. The patient experienced increased baseline pain. The type of medication, concentration, and daily dose being administered via the pump were not reported. The report indicated that the patient may be scheduled for a pump replacement. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.